Manufacturer narrative:
Device was used for treatment, not diagnosis. (B)(6). Date of event: unknown. This report is for unknown 5mm locking screws/unknown lot number. Device is not expected to be returned for manufacturer review/investigation. Other: UDI: unknown part number, unknown lot number, UDI is unavailable. (B)(4). The 510k#: unknown. Subject device has not been received. Without a lot number, the device history record review and the investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a patient was implanted with an intramedullary (im) tibia nail on (B)(6) 2014. Post-operatively due to non-union, a revision surgery was scheduled on (B)(6) 2016 to explant intact nail, end cap and four (4) 5mm locking screws. It was reported that canal was reamed and a larger nail was inserted and nonunion site was treated with locking compression plate (lcp). Surgery was successfully completed without any surgical delay. Patient status was reported as "ok". This complaint involved three parts. This report is 3 of 3 for (B)(4).